Event description:
It was reported that the customer received a weak signal alarm. His blood glucose level was in between 75 mg/dl and 200 mg/dl. There was an absence of a no delivery alarm. The boluses were not delivered properly. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.